Event description:
A patient with metastatic small cell lung cancer to the liver who underwent therasphere treatment to the right lobe of patient's liver in 2001. Patient received 131 gy dose of therasphere via hepatic artery infusion that was uneventful and patient left hospital on the same day feeling well. In the next month, patient was admitted to the hospital for hyponatremia. Patient was treated with normal saline infusions, lasix and water restrictions to which patient responded by fast improvement and was discharged two days later with a sodium of 134. Eight days after this sodium went down to 124 and patient was admitted again, presumed to have syndrome of inappropriate anti-diuretic hormone. Patient responded to the therapy with demeclocycline and normal saline. Arrangements were made for home infusion of normal saline to maintain a therapeutic serum sodium level and patient was discharged about two weeks later. Patient is being followed closely to monitor any change in status. The clinician judged hyponatremia to be unrelated to therasphere treatment.